Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 1a and 3b endoleak of the suprarenal stent graft extension (cuff). The type 1a and 3b of the cuff is most likely due to a hostile aortic neck anatomy. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
On 11/27/2018, during clinical assessment of a pervious report event (2031527-2018-00854), there was evidence to support the following additional findings of a type 1a and 3b endoleak of the cuff (suprarenal stent graft extension). This report is for the type 1a and 3b endoleak of the cuff (suprarenal stent graft extension) only.